Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, there was incomplete staple line. It was noted that there were wounds in the intestines, specifically the last part of the colon, which led to a tear in the colon wall. It was difficult to stitch it up due to its sensitive location. A part of implant staples doesn't work and still in its place and made injuries in the end of intestines that made the operation delayed for four hours. Suturing was done to resolve the issue.